Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 5: reference MFR. Reports: 1627487-2016-003463, 1627487-2016-03533, 1627487-2016-03534 & 1627487-2016-03535. Additional information received identified the patient's entire scs system was explanted and replaced. The issue resolved with the surgical intervention.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 5. Reference MFR. Reports: 1627487-2016-003463, 1627487-2016-03533, 1627487-2016-03534 and 1627487-2016-03535. The patient has 2 occipital pns leads and 2 supra-orbital pns leads. Additionally, the patient has 2 scs extensions from the same lot. It was reported the patient experiences overstimulation "up and down" her back where the scs leads and scs extensions are located. As a result, the patient will undergo surgical intervention to address the issue. It was also noted that during the surgical intervention, the physician plans to relocate the scs ipg to facilitate not having scs extensions in the patient back. There are no allegations against the device.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 5: reference MFR. Reports: 1627487-2016-003463, 1627487-2016-03533, 1627487-2016-03534 & 1627487-2016-03535.